Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was receiving false low blood glucose levels on the sensors. Customer's sensor glucose reading was 60 mg/dl but her blood glucose level was 435 mg/dl. The customer treated her blood glucose level by drinking a lot of orange juice because she thought her blood glucose level was low. The device was not returned.